Manufacturer narrative:
This report is being filed on an international product, list number 07p50-74 that has a similar product distributed in the us, list number 7p50. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely depressed alinity I estradiol results for one patient. The sample was repeated with higher results. The following data was provided: initial result = 815 pg/ml repeat result = 2475 pg/ml no impact to patient management was reported.

Event description:
The customer observed falsely depressed alinity I estradiol results for one patient. The sample was repeated with higher results. The following data was provided: initial result = 815 pg/ml repeat result = 2475 pg/ml no impact to patient management was reported.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and field data review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. Review of tracking and trending for the did not identify an increase in complaint activity for the alinity I estradiol reagent and complaint lot related to the complaint issue. Device history review did not identify any issues with the complaint lot. Field data review showed the median population result for the complaint lot is within established limits, indicating that the lot is performing acceptably in the field. Labeling was reviewed and was found to address the customer reported issue. Based on the investigation, no systemic issue or deficiency of the alinity I estradiol reagent lot number 68071ud00 was identified.